Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. The intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye due to blurry vision. The patient's pre-operative visual acuity was 20/80 -1. The patient's post-operative visual acuity was 20/20. No medical or surgical interventions were required and there was no delay in the procedure. The patient is very happy with the outcome. No further information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on jan 31, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.